Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the complaint device was returned for analysis. The device has the wire kinked in the proximal section. Dimensional inspection was done and the device was within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID 2134265-2015-05152. It was reported that the burr was stuck on the wire. A 330cm rotawire and 1.50mm rotalink plus were selected to treat the target lesion located in the proximal left anterior descending artery (lad). During the procedure, while the burr was advanced over the wire, they inserted the device into the guide catheter down the proximal lad. Before pressing on the foot pedal to perform atherectomy, they noticed that the burr would not advance further. The device was removed outside the patient's body. It was further noted that the burr would not come off the wire. The burr was detached from the advancer and hooked back up. Subsequently, the burr was moving freely on the wire. The physician then decided not to perform atherectomy and completed the procedure with a non bsc balloon catheter. No patient complications were reported and the patient's condition is fine.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID 2134265-2015-05152. It was reported that the burr was stuck on the wire. A 330cm rotawire and 1.50mm rotalink plus were selected to treat the target lesion located in the proximal left anterior descending artery (lad). During the procedure, while the burr was advanced over the wire, they inserted the device into the guide catheter down the proximal lad. Before pressing on the foot pedal to perform atherectomy, they noticed that the burr would not advance further. The device was removed outside the patient's body. It was further noted that the burr would not come off the wire. The burr was detached from the advancer and hooked back up. Subsequently, the burr was moving freely on the wire. The physician then decided not to perform atherectomy and completed the procedure with a non bsc balloon catheter. No patient complications were reported and the patient's condition is fine.